Event description:
A home pt's spouse contacted baxter's technical services center regarding a check final line alrm during prime. The home pt's spouse disconnected the line from the last supply bag. Baxter's technical service rep instructed the home pt to dispose the set-up and start over with new supplies. No pt injury or medical intervention was indicated at the time of the initial report.